Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the "device shut down" when the patient went near two heavy duty batteries. The device remains in use. No patient complications have been reported as a result of this event.